Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump went off and she cannot turn it on. The customer¿s blood glucose level was unknown. The customer stated that they already changed the batteries, but it did not work and the pump stays off. The insulin pump will be returned for analysis.